Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, transient ischemic attacks is a known risks associated with endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that a coil embolization procedure was successfully performed for a right parasellar lesion aneurysm with the subject coil and a stent. Approximately 2.5 years later, a magnetic resonance imaging (MRI) indicated a transient ischemic attack (tia) with a one-sided paralysis at the right frontal lobe. Therefore, the patient's aspirin dosage was raised and the patient recovered approximately 5 months later. No further information is available.

Manufacturer narrative:
This is 2 of 2 reports for this event. The subject device remains implanted in the patient.

Event description:
It was reported that a coil embolization procedure was successfully performed for a right parasellar lesion aneurysm with the subject coil and a stent. Approximately 2.5 years later, a magnetic resonance imaging (MRI) indicated a transient ischemic attack (tia) with a one-sided paralysis at the right frontal lobe. Therefore, the patient's aspirin dosage was raised and the patient recovered approximately 5 months later. No further information is available.